Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set from the cycler fluid was found leaking into the cycler. The origin of the leak could not be identified. The entire cassette of the tubing set was clamp. Prophylactic antibiotics were administered as a precaution and the pt had no adverse effects. Actual sample was disordered by the pt; a companion sample of the same number is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.